Manufacturer narrative:
Catalog# 6743084. Method: risk assessment; results: device inspection, device history review and complaint history review could not be performed since the device was not returned. Conclusion: the root cause could not be determined conclusively.

Event description:
It is reported that the flexible screwdriver broke during the revision acdf case. The customer further reported that the patient had cages at 2 levels but at one level, the cage needed revising. A 14x16 4 deg 8h cage was used. The screw came loose off the inserter shaft and this couldn¿t be re-engaged. It had to be taken off the inserter and then reinserted. The 14mm self-drilling screws were inserted and the surgeon confirmed they were flush with the plate. However on x ray, due to shoulders and fat areas, the screws could not be seen on the x-ray even though the cage was visible on the x ray. It was at this point that it was noticed that the flexible screwdriver had broken. It appeared that the flexible part of the shaft had lost its rigidity and function. The surgeon then decided that the cage would be removed as he wasn¿t content with the screws and felt they hadn¿t gone into the vb. When removing the cage, the green metal part of the cage pulled away from the peek leaving the peek part inside the patient. The peek aspect of the cage was eventually removed and replaced with a competitor cage. There was a delay in surgery but no adverse affects to the patient. There was a delay in surgery but no adverse affects to the patient update: the customer had another cage on hand, so there was a minimal delay to surgery of approximately 5 minutes. The reason for the revision: patient sustained trauma (a door frame fell on the patient).

Event description:
It is reported that the flexible screwdriver broke during the revision acdf case. The customer further reported that the patient had cages at 2 levels but at one level, the cage needed revising. A 14 x 16 4 deg 8h cage was used. The screw came loose off the inserter shaft and this couldn¿t be re-engaged. It had to be taken off the inserter and then reinserted. The 14 mm self-drilling screws were inserted and the surgeon confirmed they were flush with the plate. However on x ray, due to shoulders and fat areas, the screws could not be seen on the x-ray even though the cage was visible on the x ray. It was at this point that it was noticed that the flexible screwdriver had broken. It appeared that the flexible part of the shaft had lost its rigidity and function. The surgeon then decided that the cage would be removed as he wasn¿t content with the screws and felt they hadn¿t gone into the vb. When removing the cage, the green metal part of the cage pulled away from the peek leaving the peek part inside the patient. The peek aspect of the cage was eventually removed and replaced with a competitor cage. There was a delay in surgery but no adverse affects to the patient. There was a delay in surgery but no adverse affects to the patient. **update** the customer had another cage on hand so there was a minimal delay to surgery of approximately 5 minutes the reason for the revision: patient sustained trauma (a door frame fell on the patient).